Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe plunger came out of the black plastic. The following information was provided by the initial reporter: "the plunger came out of the black plastic".

Manufacturer narrative:
H6: investigation summary as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe plunger came out of the black plastic. The following information was provided by the initial reporter: "the plunger came out of the black plastic".

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown . Device manufacture date: unknown.